Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The surgeon alleged that when biolox delta ceramic head was inserted into the e1 bipolar liner, but biolox delta ceramic head would not move smoothly. This surgery was finished with backup e1 bipolar cup.

Event description:
Biolox delta ceramic head would not move smoothly in the e1 bipolar liner.

Manufacturer narrative:
(B)(4). The follow up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The follow up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). The follow up report is being submitted to relay additional information. The following sections were updated.